Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient got an infection (unknown origin) when the ins was implanted. They also noted that the patient was in the hospital for eight days and received intravenous antibiotics. No device issue was reported and no further patient complications have been reported as a result of this event.